Event description:
It was reported that during a knee arthroscopy procedure, the surgeon at first believed that the unit was not functioning as intended. The surgeon then noticed that a fragment of the cutter unit broke. The fragment was found and extracted from the pt's knee.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.